Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow block alarm. Customer stated that they have tried all the recommended troubleshoot but still issue persist. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. The unit was received with a battery cap inserted into the reservoir compartment. The battery cap contacts detached from the battery cap and fell into the reservoir compartment prior to visual inspection. Unit passed self test; it failed rewind test. During the rewind test, the unit returned a pump error 43. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following delivery related alerts/alarms occurred around the event date: 7=no delivery--8 occurrences on (B)(6) 2022 from 02:37:45 to 12:12:25. The adapt tool also lists the following motor pump errors: pump error 43 occurred on (B)(6) 2023 @ 15:37:47; pump error 37--11 occurrences on (B)(6) 2023 from 17:25:21 to 17:49:07: pump error 130 occurred on (B)(6) 2023 @ 15:24:04 & 15:34:04. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6, j5, da1; motor flex cable terminal. In summary, the customer¿s report of recurring insulin flow blocked alarms was unable to be confirmed/not confirmed. Pump errors 43, 37, & 130 are due to the moisture damage at the pcba1 j5 motor flex cable connector as well as on the motor flex cable terminal. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.